Event description:
Medtronic received information that during the use of a dlp aortic root cannula with vent line, the customer reported that they inserted the device into the aorta as per the normal procedure. However, when they tried to remove the needle stylet from the device, it wouldn¿t come out. The stylet could be withdrawn about 80% of the way out, the customer observed that it was stuck. The customer removed the entire device and replaced it to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the male luer stem of needle introducer appears to have been inadvertently bonded to the female luer during assembly and when it was removed the luer cracked/split. Reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for a bonded luer connector resulting in the user being unable to remove the introducer needle. Visual inspection verified the device does have damage to the female and male luer's and both appear to be broken. No other damage was observed. Additional inspection of the device under magnification observed damage to both the inside of the male luer on the needle assembly and on the female luer fitting inside the cannula body and there appears to be excess solvent. The excess solvent caused both components to be bonded together and would not allow for the device to unlock. This complaint is the result of a manufacturing issue, as the components were inadvertently bonded during assembly. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects because of this incidence. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.